Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient reported not using his ins for 5-6 years. The patient quit using it because it was shocking him. The patient tried to have the device reprogrammed, but that did not help so he quit using it. The ins was now overdischarged. Noncompliance led to the overdischarge. No actions were taken to resolve the issue and the issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was going to consider replacement with a newer model. The shocking was resolved from the patient not using the system. The over-discharge has not yet been resolved. No further complications were reported.